Manufacturer narrative:
(H3,h6) : no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that after shooting the last image for verification, imaging system reported door cannot open and pendant display "initializing system, please wait". They try to restart but same issue occur. They manually open the door to remove on the ot table. Troubleshooting stated that they checked and verified dingus pin okay, checked logs got more error code of 1101, check the image acquisition system (ias) desktop motion service console and cannot open the positioner, try ping 192.168.10.200 but cannot ping. Probable cause was probable positioner motion controller dead. There was no patient involved.

Manufacturer narrative:
Corrections done h2. Fdm code updated. (H3,h6) : no parts have been received by manufacturer for evaluation. Codes b20, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.